Event description:
It was reported that the 6800 system locked up with a generator error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The monoblock was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.